Event description:
It was reported that the patient dropped the ilet, resulting in a cracked luer connector and difficulty removing the cartridge; the caregiver subsequently removed the damaged connector, installed a new connector, and insulin delivery resumed without device alerts or alarms. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed damage consistent with accidental physical impact to the connector and successful restoration of function after user replacement of the connector. It was concluded that the event was attributable to user-induced physical damage, with the device functioning as designed after the connector was replaced.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.